Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2018, that on (B)(6) 2018, the transmitter stopped working. Product has been received for evaluation and is pending investigation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available. A follow up report will be submitted after completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The share log data was reviewed and failed. The reported event of transmitter stopped working was confirmed.